Event description:
The customer reported that they were unable to acquire a 12-lead ECG. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4): the customer reported that they were unable to acquire a 12-lead ECG. There was no negative pt impact reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.